Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during an unknown procedure, the deployed staples on one staple line that was the closest to the cut line were formed in lumbricoid shape at the 3rd firing of functional end to end anastomosis. The target tissue was regular. Another device was used to complete the case. There were no adverse consequences to the patient.